Manufacturer narrative:
Concomitant medical products: d224trk, ICD, implanted: (B)(6) 2013.

Event description:
It was reported that a right ventricular (rv) lead alert triggered for high defibrillator and superior vena cava (svc) coil impedances. Rv defibrillator and svc lead impedance trends were also variable. In addition, the left ventricular (lv) lead had possible high thresholds. The rv defibrillator impedance alert tone was programmed off and both leads remain in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.